Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned a wronged vial lot test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer does not recommend the meter to meter comparison; manufacturer provided a booklet guide with important information to have accurate results.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 168 mg/dl using truemetrix meter and test result reported of 128 mg/dl using true product. The customer's expected fasting blood glucose test result range is 110 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is about 2 - 3 weeks at time of call. He meter memory was reviewed for previous test result history: (B)(6). Customer tests in the morning on fasting mode.